Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this a remote monitoring alert was issued for this right atrial (ra) lead due to a failed automatic capture test. A review of the daily measurements noted that the impedance measurements had decreased from 916 ohms at implant to 641 ohms and p-waves had increased from 4mv at implant to 8 mv. The patient was brought into the clinic for further evaluation. An x-ray confirmed ra lead dislodgement. The patient underwent surgical intervention where the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.